Manufacturer narrative:
Initial and final MDR (B)(4) device 5 of 5. Patient city: (B)(6) patient country: spain. Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in spain. It was reported that patient faced five infusion sets tubing came apart while sitting event on (B)(6) 2026. The infusion set was in use for two days. No further information available.